Manufacturer narrative:
Evaluation summary: surgical technique recommends attaching the distal tip centralizer securely. Details about the condition of the rasp tip centralizer engagement are not known. Probable cause for current situation is unknown. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that in 2007, the doctor noted on a post-op x-ray that the tip of the device was left in the femoral canal. He believes that it fell off of the rasp during broaching. The doctor notified the pt and has decided to leave it in the femoral canal.